Manufacturer narrative:
Retention devices for the reported lot were tested with in-house drug-free donor urine. All devices were read at 5 minutes and yielded expected negative results. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention products performed as expected during in-house testing and could not replicate the reported complaint. Complaints are tracked and trended on a monthly basis. This product provides only a qualitative preliminary analytical result. A secondary analytical method must be used to obtain a confirmed result. Gas chromatography/mass spectrometry (gc/ms) is the preferred confirmatory method. Per the package insert, there is a possibility that interfering substances in the urine specimen may cause erroneous results. Please refer to the "cross-reactivity" section within the performance characteristics portion of the package insert for a list of evaluated substances. A positive result might be obtained from certain foods or food supplements.

Event description:
It was reported that on an unspecified date, the patient was tested on the 10 pnl integrated cup device and received a false positive cocaine (coc) result. Confirmation lab testing was performed. No further information would be provided.